Event description:
Covidien received information stating that an 840 ventilator had lines in the top liquid crystal (lcd) display. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer reported to have swapped the lcd panels and the problem did not transfer. Tse recommended to swap the cables and backlight inverters if the problem does not transfer to replace the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The customer reported that he has ordered the gui cpu pcb and the repair has not been completed. Covidien was not authorized to repair the device.

Manufacturer narrative:
(B)(4).